Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an initial unknown surgery the implant was attached to inserter and put into patient. When it came to releasing the implant, the inserter would not disengage; the surgeon was using inserter correctly. The handle needed to be removed and replaced with the second handle provided, which then released the implant. The surgeon managed to take the handle off the screwdriver and attached the second one that comes in kit. There was no delay to surgery time and no patient harm reported. Concomitant device:1x unknown implant, part unk, lot unk. This report is 2 of 3 for (B)(4).